Manufacturer narrative:
On 3-sep-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: the manufacturing & expiration dates are currently unavailable. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation and the patient experienced diaphragmatic paralysis that required physical therapy and prolonged hospitalization. It was initially reported that they lost green tip overlay function for the qdot catheter when the esophastar was disconnected. Then it was reported that there were high force readings for the qdot despite multiple re-zeroing. No errors displayed on the carto 3 system. The catheter cable was replaced without resolution. The catheter was replaced and the issue resolved. The customer¿s initial reported catheter visualization and high force reading issues were not considered to be MDR reportable since the potential risk that these issues could cause or contribute to a serious injury or death is remote. On 19-aug-2024, additional information was receive that indicated that the patient experienced partial phrenic paralysis following the case. The injury occurred on the date that the procedure occurred (B)(6) 2024). Chest x-ray showed phrenic nerve palsy on (B)(6) 2024; included sniff test. The partial phrenic paralysis had been resolved and that the patient was stable. Intervention such as physical therapy was provided after the case. The patient fully recovered, however, required extended hospitalization for monitoring purposes. The physician's opinion on the cause of this adverse event is the procedure.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation and the patient experienced diaphragmatic paralysis that required physical therapy and prolonged hospitalization. It was initially reported that they lost green tip overlay function for the qdot catheter when the esophastar was disconnected. Then it was reported that there were high force readings for the qdot despite multiple re-zeroing. No errors displayed on the carto 3 system. The catheter cable was replaced without resolution. The catheter was replaced and the issue resolved. The customer¿s initial reported catheter visualization and high force reading issues were not considered to be MDR reportable since the potential risk that these issues could cause or contribute to a serious injury or death is remote. Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual inspection revealed no damage or anomalies on the device. The device features were reviewed, and force sensor error (106) was observed due to an open circuit in the tip area, no other issues or anomalies were observed. A manufacturing record evaluation was performed for the finished device batch number, and no interna actions were identified. The force issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The potential cause of the adverse event remains unknown. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the issue force sensor errors reported by the customer. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).